Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image displays an single port (sp) monopolar curved scissors (mcs) instrument with a broken tube adaptor. The most distal portion of the component is missing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument tip connection (where the mcs tip is connected) was found to be deformed. The procedure was completed with a backup instrument, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device during its use within a patient. Consequently, no actions have been taken or are planned since fragments did not fall into the patient. Additionally, the patient has not returned to the hospital due to any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. No fragments were returned. The broken tip adapter appears severely damaged with pieces broken off. Visual inspection was performed and found no external damage to the housing or cables. The disks were able to articulate with no issues. The housing was opened up and found no internal damage. The complaint regarding the instrument tip where the mcs tip is connected is deformed was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.